Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced sweating and inquietude, and had contact with an non-healthcare professional (non-hcp) and was provided with water with sugar and food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) has been returned and investigated. Damage was observed to the usb port on the returned reader. Reader was successfully communicated with masterm and was observed to be charging. Damaged usb port does not impact reader functionality and does not contribute to the customers complaint. Reader was sufficiently charged. Visual inspection has been performed on the usb/charging cable and no issues were observed. Open was observed on pins 2 and 4. Usb/charging cable failed testing. The returned reader was further investigated and de-cased and no issues were observed upon visual inspection. The nxp processor was present. Power consumption test was performed and results were within specification. An extended visual inspection has been performed on the returned reader, observed minor damage to the usb port. This minor damage did not impact the functionality of the reader as the reader was able to charge and connect to masterm when usb cable is connected through the usb port. Visual inspection has been performed on the returned cable and no issue was observed. The returned cable was tested using cable tester, no open or shorts were observed. The usb cable passed testing. Returned cable was connected to the returned reader and was able to charge. Power consumption test was performed and all results were within specification. Therefore, the is not confirmed due to fast draining battery was not observed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain readings due to a fast draining battery. As a result, customer experienced sweating and inquietude, and had contact with an non-healthcare professional (non-hcp) and was provided with water with sugar and food. There was no report of death or permanent impairment associated with this event.